Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap anterior resection procedure, the device appeared to fire halfway, producing formed staples, but failing to produce staples for the second half of the firing. Completed case with the same like product. There was no patient consequence.